Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/ abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and pelvic pain ("severe pelvic pain /pain") in a 36-year-old female patient who had essure (batch no. A73755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included desvenlafaxine succinate (pristiq) and sertraline (zoloft). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 6 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain / loss (event splitted for coding)") and weight decreased ("weight gain / loss (event splitted for coding)"). On (B)(6) 2014, the patient experienced fatigue ("chronic fatigue"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain /back pain"), uterine pain ("uterine pain"), dizziness ("dizziness"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse"), weight fluctuation ("weight fluctuations"), anaemia ("anemia"), endometrial hyperplasia ("complex endometrial hyperplasia"), abdominal pain ("abdominal pain"), chest pain ("chest pain"), abdominal distension ("bloating") and constipation ("constipation"). The patient was treated with surgery (bilateral salpingectomy and essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, vaginal haemorrhage and abdominal pain had resolved and the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, dizziness, headache, vaginal discharge, dyspareunia, fatigue, weight fluctuation, anaemia, endometrial hyperplasia, weight increased, weight decreased, chest pain, abdominal distension, constipation and female sexual dysfunction outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anaemia, back pain, chest pain, constipation, dizziness, dysmenorrhoea, dyspareunia, endometrial hyperplasia, fatigue, female sexual dysfunction, headache, menorrhagia, pelvic pain, uterine pain, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: on (B)(6) 2016,patent had underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: confirming full occlusion fallopian tubes. Patient took over the counter medication for dysmenorrhea (cramping). Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter was added. Patient details, concomitant drugs and unstructured relevant tests were added. Weight gain / loss, abdominal pain, chest pain, bloating, constipation, abnormal bleeding (vaginal, menorrhagia) and apareunia (inability to have sexual intercourse) were added as events. Essure lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/ abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and pelvic pain ("severe pelvicpain /pain / pain") in a 36-year-old female patient who had essure (batch no. A73755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric bypass, tonsillectomy, adenoidectomy and body mass index normal. Concurrent conditions included shortness of breath, depression and endometrial hyperplasia. Concomitant products included sertraline (zoloft) since 2015 for depression as well as desvenlafaxine succinate (pristiq) and medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 6 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhea (cramping) / dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge / vaginal discharge"), endometrial hyperplasia ("complex endometrial hyperplasia / complex endometrial hyperplasia"), weight increased ("weight gain / loss (event splitted for coding)") and weight decreased ("weight gain / loss (event splitted for coding)"). On (B)(6) 2014, the patient experienced fatigue ("chronic fatigue / fatigue"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/ lower abdominalpain"), back pain ("lower back pain /back pain / back pain"), uterine pain ("uterine pain / uterine pain"), dizziness ("dizziness"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse"), weight fluctuation ("weight fluctuations"), anaemia ("anemia"), abdominal pain ("abdominal pain / abdomen pain"), chest pain ("chest pain"), abdominal distension ("bloating") and constipation ("constipation"). The patient was treated with surgery (bilateral salpingectomy and essure removal on (B)(6) 2016) and surgery (bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, vaginal haemorrhage and abdominal pain had resolved and the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, dizziness, headache, vaginal discharge, dyspareunia, fatigue, weight fluctuation, anaemia, endometrial hyperplasia, weight increased, weight decreased, chest pain, abdominal distension, constipation and female sexual dysfunction outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anaemia, back pain, chest pain, constipation, dizziness, dysmenorrhoea, dyspareunia, endometrial hyperplasia, fatigue, female sexual dysfunction, headache, menorrhagia, pelvic pain, uterine pain, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, patent had underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Weight: 177 lbs. Insertion procedure was without complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirming full occlusion fallopian tubes. Patient took over the counter medication for dysmenorrhea (cramping). Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: vaginal bleeding, weight loss, vaginal discharge". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced endometrial hyperplasia ("complex endometrial hyperplasia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), uterine pain ("uterine pain"), dizziness ("dizziness"), headache ("worsening of her headaches"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations") and anaemia ("anemia"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, dizziness, headache, vaginal discharge, dyspareunia, fatigue, weight fluctuation, anaemia and endometrial hyperplasia outcome was unknown. The reporter considered abdominal pain lower, anaemia, back pain, dizziness, dysmenorrhoea, dyspareunia, endometrial hyperplasia, fatigue, headache, menorrhagia, pelvic pain, uterine pain, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2016,patent had underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirming full occlusion fallopian tubes. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.